Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022 - december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 07-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was facing issue with incorrect order information. The technical support specialist stated that dialed into server and looked up medid for item fund that item was in facility formulary, order information was able to be updated by customer, and the issue was resolved. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ es server was facing issue with incorrect order information. As per the customer's report, the patient was scheduled to receive IV antibiotics, and the medication ceftazidime appeared twice in the pyxis system. However, one of the entries was incorrectly listed as a po (oral) medication, which was not appropriate for the patient¿s treatment. There were no orders for the oral form of ceftazidime, and the item was not part of the facility formulary. The correct medication should have been minocycline. The user reviewed the orders in the electronic medical record and discovered that the medication name had been entered incorrectly. There were no adverse events or injuries reported based on this incident.